Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (235-300 mg/dl) after eating a meal. A bolus and insulin injections were used to address the bg level. A pump system check was performed using the current supplies on the pump and no device issues were found. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support advised the customer to change the cartridge every 2 days as per labeling and discuss the high bg events with a healthcare provider. The customer acknowledged the advice.